Manufacturer narrative:
The sample was not returned to (B)(4); however, images were provided. Based on image evaluation by the director of engineering services and (B)(4) clinic specialist, it appears one leg of the filter is at a larger diameter/different angle than the other legs. This is difficult to confirm without additional views, but if that is true it could be located in a branch vessel which could over time place additional stress on that leg. However, without a lateral view this cannot be confirmed as a root cause.

Event description:
Patient returned to lab to have ivc filter removed. Fluoroscopy determined that 1 leg of filter had fractured. Filter was retrieved, dr van epps then retrieved the fractured leg with forceps. No damage was visible in follow up fluoroscopy.